Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas generated recurrent ¿ilet restart alert (75)¿ notifications identified as ¿75 - vibe i2c power,¿ which recurred despite three restarts and did not affect blood glucose levels; the customer was in training, and a replacement ilet was provided with instructions to return the original. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or need for medical care. Investigation included customer support troubleshooting and user education. Investigation of this device revealed a persistent device alarm consistent with a suspected internal power or communication malfunction within the device electronics, with no effect on glycemic control observed. Investigation of this case revealed a persistent device alarm consistent with a power or communication fault within the device electronics. It was concluded that the cause was an electronic component failure.